Manufacturer narrative:
Bleeding is a known potential adverse event and documented in the device labeling.

Event description:
The rhinaer stylus was used to the treat the posterior nasal nerve region of the nasal airway. The procedure was performed bilaterally and relatively unremarkably according to the physician. The physician reported some minor oozing at the end of the case that was controlled with an epi soaked cotton pledget. The patient had some self limited oozing that evening and the next day which stopped within 24 hours of the procedure and did not need any intervention. 14 days post-procedure, the patient came into the office with some congestion. There were crusts in both nasal passages that were removed without any bleeding at that time. Three weeks post-procedure, the physician received a call from the ER. The patient had started bleeding spontaneously, over 100ml in total. The physician was unable to control the bleeding at the bedside and took the patient to the operating room for right spenopalatine artery ligation. There was a small arterial bleeder at the right treatment site. The last follow-up visit with the patient occurred one month following the bleeding event. The patient has healed now. There was no report of device malfunction by the clinic.